Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out-of-range right ventricular (rv) pacing lead impedance measurements (< 2000 ohms) triggered a lead safety switch on this pacemaker. Boston scientific technical services (ts) noted that the mv feature of this device had previously been programmed off due to noise on the rv channel. Ts also noted previous episodes of rv oversensing along with a pacing pause greater than 2 seconds. Ts recommended that an x-ray be performed to check the system. No adverse patient effects were reported. This system remains in service and it was reported that the patient will be monitored.